Manufacturer narrative:
(B)(4). Batch # p9305p. Investigation summary: the handpiece was received disassembled and the nose cone was cracked. In addition, the 4-40 stud was not broken as reported. No functional testing could be done due to the condition of the returned device. Due to the device returned condition we were unable to investigate further the alert screen reported by user. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the device was activated for the first time and the message tighten the assembly displayed. The handpiece and disposable were re-tightened, and the problem remained. An attempt to separate the two devices resulted in a broken stud. The procedure was completed with a second like disposable and an alternate like handpiece with no patient consequences reported.